Event description:
The customer stated that a downward shift in quality control occurred when a new lot of clinical chemistry creatine kinase was started. The issue was not resolved with new cartridge of reagent of same lot. There was no impact to patient management reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot # 52044hw00, expiration october 19, 2007, may cause decreased qc and / or patient results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.